Event description:
It was reported that on (B)(6) 2021, a fracture occurred above a synthes dcs construct. The hardware was successfully removed and a femoral recon nail was placed. No patient consequences. This report is for one (1) unk - screws: cortex. This is report 9 of 10 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.